Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms and loss of capture (loc). A lead insulation issue was suspected. The patient had complete heart block and had a heart rate in the 30 to 50 beats per minute (bpm) range. The device was noted to have reached elective replacement time (ert) and was reprogrammed doo at a rate of 70 paces per minute and the patient was admitted to the hospital for a potential device and lead replacement. Additional information was received that the device was explanted and replaced and the rv lead was surgically abandoned and replaced with another manufacturer's product. Attempts have been made by the local field representative to obtain additional information from the physician/clinic, however, no additional information has been received at this time. No additional adverse patient effects were reported.